Manufacturer narrative:
The insulin pump passed displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. A reservoir with liquid installed in the insulin pump, no air bubbles anomaly noted. Device received with normal operating currents. No unexpected failed battery test alarm, weak battery alarm, bad battery alarm, low battery alarm noted. The blood glucose meter communicates properly to pump. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she just began to use the insulin pump again after a month and a half and that she was in therapy for a leg fracture. The customer's blood glucose had been running high despite several boluses delivered. The blood glucose reading ran up to 508 mg/dl. The drive support cap appeared normal and recessed. Insulin did exit with the manual prime and no leaks or air bubbles were observed. The time and date were correct and the customer was advised to verify the accuracy of the programming with a health care professional. A weak battery, bad battery, low battery, and no delivery alarm were noted in the alarm history. The bolus history displayed all entries based on the customer's recollection. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.